Event description:
It was reported that the patient experienced a seizure. It was noted that the right ventricular (rv) lead exhibited intermittent loss of capture along with high and intermittent/unstable thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.